Event description:
During the device evaluation, the xenon light source exhibited a charred fuse component on the alternating current (ac) inlet of the power supply. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the fuse component on alternate current inlet of power supply is faulty. Olympus will continue to monitor the field performance for this device.